Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of extrusion and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was extrusion due to dehiscence.

Event description:
Healthcare professional reported left side "extrusion due to dehiscence." Device has been explanted.